Manufacturer narrative:
(B)(4). Although requested, the customer stated the devices will not be returned for eval. Unable to determine the cause of the customer's report of the pump delivering medication at a slower rate than programmed. The devices and disposable sets were not returned for eval. A carefusion clinical practice consultant recently visited the hospital's output infusion center and outlined several recommendations for the nurses to improve infusion accuracy.

Event description:
Customer reported the infusion pump is not delivering medication at the programmed rate in the out pt infusion center. (An amphotercin b infusion lasted 35 minutes longer than expected). The vtbi was 312ml. There was no pt harm and no medical intervention was required. Customer stated no additional pt or event info is available.